Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vulvovaginal pain, abdominal pain lower, weight increased, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, dysmenorrhea (cramping), fatigue, migration of essure device location of device: pelvic cavity, hormonal changes describe were added. Outcome of events updated. New reporter, patient information and lab data were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain, vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.